Manufacturer narrative:
Device out of warranty; no manufacturer service requested.

Event description:
The customer reported the ventilator displayed a message indicating oxygen not available while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the cylinder tank that was in use and the customer reported the tank had a faulty regulator on it, causing the oxygen supply pressure to increase to 140 psi. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient. The pse advised the customer to replace the regulator on the cylinder tank to address the reported problem. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.